Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. Photographic evidence provided by technician in the complaint file shows paint chipping on the fork, which is a risk related issue and therefore, we decided to report it in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. There was no injury reported. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency and in this way device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. In the reported case peeling paint was indicated by our product experts likely to be caused by mechanical collision of the light parts. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and any device which are not up to the manufacturer specification shall be withdrawn from usage until the service operator will recommend to put it back in use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 23rd september, 2020 getinge became aware of an issue with powerled surgical light. As it was stated, the light stopped working, however, during check it was working fine. This represents non-risk related event. Photographic evidence provided by technician shows paint chipping on the fork, what is risk related issue and therefore, we decided to report it in abundance of caution as any paint particles falling off into sterile field, or during procedure may cause contamination. There was no injury related.